Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: during investigation, the pump history was reviewed and showed that the last basal delivery and the last bolus were recorded on (B)(6) 2013. The black box showed the pump was not in use from (B)(6) 2013. Due to the pump being powered off for more than 24 hours, the time and date needed to be set prior to use on (B)(6) 2013. No valid time or date issues were observed in the black box. The total daily doses prior to the event correctly added up and matched the user¿s programmed basal rate. There were no alarms related to the complaint observed. The pump successfully completed the required 29 hour flow accuracy test and was found to be delivering within the specification. A 10 unit audio bolus and 10 unit normal bolus were successfully performed and both were accurately recorded in the pump history. There were no hypersensitive keys observed on keypad. The history/settings issue was not able to be duplicated during the investigation. There was no defect found.

Event description:
On (B)(6) 2013, the reporter, the patient¿s mother, contacted animas and alleged the following: mom reports that the patient had a severe hypoglycemic reaction with seizure on (B)(6) 2013, around 1-2 am. Paramedics were called but did not provide any intervention, since parents had already given glucagon, 2 gels, and a soda. The patient was then alert and her blood glucose (bg) rose to above normal limits ~300 mg/dl , and were easily brought to safe levels in the next few hours. The patient was then able to perform in her dance competition that day. She was on pump most of day, with a temporary basal rate, only off for dances. Family has met with a diabetes educator, who went through the pump and could not find anything wrong, but did put the patient on a demo pump from her office: was unable to determine cause for severe hypoglycemic event. Mom states that patient is very active and had been dancing the previous week leading up to competition but did not dance on (B)(6) 2013 due to travel to dance competition. Mom did report that she did find patient awake one night and has been putting lock on pump to prevent any tampering. This complaint is being reported due to the allegation the a patient on pump therapy experienced hypoglycemia. As the patient has been on demo pump from educator since the time of the incident, customer support (cs) felt this may explain why no further issues have occurred and recommended replacement at this time for patient safety. Mom was very appreciative. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.